Manufacturer narrative:
Correction is provided in section g2. This event is filed under internal complaint ID: (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It has been reported the scope had moisture in distal end of scope and is unusable, discovered during procedure and had to use a back up scope.

Manufacturer narrative:
Conclusion: the customer's statement "moisture in distal end of scope" can be confirmed. During the inspection of the optics, a chemically corroded area was discovered in the distal solder seam, which is leaking due to the chemical attack. This allowed moisture to penetrate unhindered behind the distal cover glass and into the rod lens system. Mechanical damage can be seen on the shaft and at the distal end. The shaft is bent. Foreign particles are visible in the rod lens system, which can be attributed to mechanical damage. The damage found was not caused by a manufacturing/production defect but was most likely caused by clinical use/reprocessing. No further measures will be taken. This event is filed under internal complaint ID_(B)(4).